Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up device check. Upon interrogation, it was revealed that the patient's implantable cardiac monitor exhibited some under-sensing events resulting in false positives for bradycardia. It was further noted that the r-waves had dropped in amplitude. Programming changes were made. The patient was stable.